Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device using the same electrode pads and the device was unable to obtain an ECG signal using the electrode pads. The clinicians were unable to obtain an ECG rhythm in a timely manner, only able to obtain a reading after performing skin preparation (shaving) and trying a third set of electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was received at zoll medical (B)(4) service department. The reported problem was observed and attributed to foreign substances found in the defib cable receptacle and multi-function cable connector. The defib cable receptacle and multi-function cable were replaced to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.